Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. Strips not available for return.

Event description:
Caller reported aviva blood glucose results of 114 mg/dl and 364 mg/dl within 10 minutes. Reported no adverse event relative to discrepancy. Meter and strips not available for return, replacement sent.